Event description:
Customer had an on-going issue with discrepant igm results and provided three examples. The initial and rerun results were both tested on the same analyzer, no units of measure provided. Sample 1, initial igm result 4.73, rerun 6.2; rerun twice on (B) (6) 2010 geve 4.47 and 4.48. Sample 2, initial igm result 3.34, rerun 4.6; rerun twice on (B) (6) 2010 gave 3.6 and 3.8. Sample 3, initial igm result 4.1, rerun 5.4; rerun twice on gave (B) (6) 2010 and 2.98 and 2.94. No reagent lot was provided. Site does not use rack inserts. Customer indicated some of the initial results were reported and the majority were queried either by the hematologist or general practitioner. The possibility does exist that some results may not have been queried; however, this is unknown by the lab. The applications specialist verified analyzer settings and suggested sample probe replacement. Customer carried out sample probe replacement and performed alignments. Customer has had no further occurrences of discrepant igm results.

Manufacturer narrative:
Following the replacement of the sample probe, the customer has been running the samples with routine duplicates on a tighter than normal rerun limit to verify correct rerun results and these have proved to be reproducible. Additionally, there have been no further questions from the hematologists nor gp's. Replacing the sample probe appeared to have resolved the discrepant results. The discrepant igm results were not reported outside the lab. .

Event description:
It was reported that the 6800 system had mixed up images in the image directory. No pt injury was reported.